Event description:
It was reported that the patient with a cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range (oor) pacing impedances on the left ventricular (lv) lead measuring greater than 2500 ohms. Additionally, noise was observed however, it was not oversensed. Technical services (ts) informed the noise is from the respiratory rate trend (rrt) sensor. Ts recommended to consider turning off rrt to prevent any further noise and to bring the patient in to further evaluate. At this time, this crt-d and lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The product has been received for analysis. This report will be updated upon completion of analysis. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with a cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range (oor) pacing impedances on the left ventricular (lv) lead measuring greater than 2500 ohms. Additionally, noise was observed however, it was not oversensed. Technical services (ts) informed the noise is from the respiratory rate trend (rrt) sensor. Ts recommended to consider turning off rrt to prevent any further noise and to bring the patient in to further evaluate. At this time, this crt-d and lv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this device was explanted and replaced successfully. This device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with a cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range (oor) pacing impedances on the left ventricular (lv) lead measuring greater than 2500 ohms. Additionally, noise was observed however, it was not oversensed. Technical services (ts) informed the noise is from the respiratory rate trend (rrt) sensor. Ts recommended to consider turning off rrt to prevent any further noise and to bring the patient in to further evaluate. At this time, this crt-d and lv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this device was explanted and replaced successfully. This device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with a cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range (oor) pacing impedances on the left ventricular (lv) lead measuring greater than 2500 ohms. Additionally, noise was observed however, it was not oversensed. Technical services (ts) informed the noise is from the respiratory rate trend (rrt) sensor. Ts recommended to consider turning off rrt to prevent any further noise and to bring the patient in to further evaluate. At this time, this crt-d and lv lead remains in service. No adverse patient effects were reported.